Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the foot control device and the reported condition that the console device appeared to be loose, as if there was an electrical short when connecting to the foot pedal device was confirmed. The assignable root cause was determined to be due to failure to follow instructions' (unauthorized repair). Since the device failure was caused by misuse/abuse it was not related to any device nonconformity or manufacturing process failure. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).

Event description:
It was reported that the console device appeared to be loose, as if there was an electrical short when connecting to the foot pedal device. During in-house engineering evaluation it was determined that the foot control device failed the manual rotations per minute (rpm) control and failed the visual assessment as non-anspach screws were observed in the bottom cover. After the non-anspach screws in the bottom cover was observed it was determined that the device had an unauthorized repair and testing was stopped. During repair it was observed that the wire had been modified ¿repaired¿. It was determined that the wires had been soldered with clear shrink wrap (the device had been tampered with). It was further determined that the device failed pretest for visual assessment, labeling assessment, and manual rpm control. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.